Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient had hyperglycemia while using the aviva insight meter. The patient was not able to get a blood glucose result on the meter due to an e-57 error message. The patient was feeling unwell, so she was taken to the hospital by a teacher for hyperglycemia due to the meter being unavailable for use. The blood glucose results at the hospital were not provided. The patient was treated with insulin via IV and she was kept in the hospital for 5 to 6 hours. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr)(B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
Failure analysis concluded that e-57 display errors are general electronic errors that occur when the meter detects an abnormality and, by design triggers a failsafe. The manufacturer observed the meter powered on with an acceptable battery and did not display e-57 upon startup.